Event description:
Customer reported no image was displayed and technique went to max. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the snubber board. System operates as intended.